Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient smelled insulin about 4 a.m. And realized blood glucose (bg) level was 600-700mg/dl. Patient was nauseated and not feeling well, changed his site, took an injection by syringe and went back to bed. Patient woke up this morning, again smelled insulin and looked down to see that cartridge cap was wet. Removed the cartridge cap and found insulin on top of the cartridge. The tubing was connected securely to the cartridge. Due to poor vision, patient cannot see if the cartridge is cracked but states the black o-ring is intact and there is no insulin inside the cartridge compartment. Patient changed cartridge and is continuing with pump therapy. Current bg is 350mg/dl -400mg/dl and nausea persists. Patient will return the cartridge in question to animas. This complaint is being reported because the patient experienced hyperglycemia, possibly related to a cartridge malfunction.